Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend concerning patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported ins is turning on/off unexpectedly. Therapy was turning off by itself. The caller reported that when charging the ins, the ins will initially be on, then after the charge is complete they unplug the charger (rtm) they find stimulation to be off. The caller has tried charging the ins and wonders if that is normal. The issue was not related to positional movement. Troubleshooting could not be performed due to lack of access to product. The caller did not have the external devices present. It was asked if the stimulation on/off button had been pressed and the caller did not believe so but was not certain. It was reviewed to monitor occurrences and track patient controller use during a recharge session and call back if the issue persisted. This has been occurring for about a week. No patient symptoms were reported. No further complications were reported/anticipated.